Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during surgery in the right eye of the patient (unknown procedure type), shape of the ultra sound tip (phaco emulsification tip) had been deformed since before surgery, and the orientation was different from that of normal. The surgery was completed on the same day with the same product. There was patient contact but no impact to the patient.